Event description:
M.d. Was using selftapping fully threaded cancellous screws x 2 (cat# 7182-5218). Md did not exert any excess pressure per staff in the room. Screw heads broke off and only the heads were retrievable. The remaining part of the screw (the shaft) was unable to be retrieved.

Event description:
M.d. Was using selftapping fully threaded cancellous screws x 2 (cat# 7182-5218). Md did not exert any excess pressure per staff in the room. Screw heads broke off and only the heads were retrievable. The remaining part of the screw (the shaft) was unable to be retrieved.